Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of difficult to release from catheter. Block h11: investigation results: the device was not returned for analysis as it was implanted; therefore, a technical analysis could not be performed. The complaint device was not returned as it was implanted, therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an oesophago-gastro-duodenoscopy (ogd) procedure on (B)(6) 2026. During the procedure, the resolution 360 clip had difficulty dislodging from the catheter, needing multiple attempts. The procedure was completed with the same device. There were no patient complications reported as a result of this event. Note: this report pertains to the second of two clips used.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an oesophago-gastro-duodenoscopy (ogd) procedure on (B)(6) 2026. During the procedure, the resolution 360 clip had difficulty dislodging from the catheter, needing multiple attempts. The procedure was completed with the same device. There were no patient complications reported as a result of this event. Note: this report pertains to the second of two clips used.